Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that in this case a sah did not occur in the first place. In this case, branched vascular occlusion was reported 24 months after the procedure. There were no device failures or adverse events during the procedure, and the placement was successful. The device was placed in the patient and no plan to remove it.

Event description:
Medtronic received a report that a pipeline experienced a subarachnoid hemorrhage. A presence or absence of branch vessel occlusion was noted 24 moths after the procedure. The patient was being treated for an unruptured right c7 ica aneurysm with a saccular morphology. The aneurysm was not previously treated. A subarachnoid hemorrhage was noted. Aneurysm dimensions height 4.6 mm, max diameter 6.7 mm, dome diameter 6.7 mm, neck diameter 4.9 mm and dome/neck ratio 1.4 mm. Landing zone proximal 4.1 mm and distal 3.5 mm. The surgical operation was difficult due to the patient¿s general condition. There were no patient symptoms or complications associated with this event. A complete obliteration of the target aneurysm was reported (modified raymond-roy classification). D1 occlusion status of target aneurysm (okm scale). No presence of stenosis/occlusion in the parent artery. Branch vessel occlusion was noted. No retreatment was noted. The pipeline was successfully implanted. The patient received 100 mg of aspirin and 50 mg clopidogrel. Ancillary devices: sofia select 5fr 115 cm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.